Event description:
It was reported that the user¿s glucose sensor detached overnight leading to time off the ilet, and upon connection of a replacement sensor the glucose readings were high; the user delivered a manual correction bolus without eating and sought guidance on algorithm behavior and correction practices. Symptoms included hyperglycemia with a peak of 401 mg/dl. Outcomes included user education on appropriate use of meal announcements and reliance on the ilet algorithm for correction dosing once sensor data resume. Investigation included a technical review and troubleshooting with education on system operation. Investigation of this case revealed expected algorithmic behavior after sensor reconnection and user-initiated dosing outside recommended workflow, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to correction dosing while the system resumed operation after a sensor issue.